Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no communication pump to transmitter, lost sensor alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The sensor is not connected to the pump and the pump is cracked. Document treatment for high bg: pump. The event involved product(s) mmt-1880, mmt-7020la, mmt-7911na, mmt-213a, mmt-332a. Troubleshooting was performed. Customer does not feel ok to troubleshoot. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a loss of communication between the transmitter and the pump. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020la. No product return is required for mmt-7911na. No product return is required for mmt-213a. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.